Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement greater than 125 ohms, measuring in the 190 ohms range. Technical services (ts) discussed troubleshooting and programming options. Physician is considering possible lead extraction during device changeout procedure, that has not been scheduled. No adverse patient effects were reported. At this time, the lead remains in service.